Manufacturer narrative:
We have reviewed the device history records for the syringes, and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint. Product analysis of the returned device conclusion; "event not product/component related".

Event description:
"As priming syringe, needle fell off and half the syringe was wasted." No injury incurred by the patient or practitioner. This event is being reported due to the possibility of a reportable injury occurring with a future incident.